Event description:
The patient's mother said her son collapsed at home in 2007 (seven months ago) and said the death certificate stated cardiac arrest. She questioned why the device did not shock him. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death and device return have been requested but not received. It is not known if the device was explanted post-mortem. Other : the patient's mother said her son collapsed at home in 2007 (seven months ago) and said the death certificate stated cardiac arrest. She questioned why the device did not shock him. There is no allegation from a health care professional that the death was device related. No conclusion can be drawn. Shock, failure to deliver.